Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that heparin was being infused at 4:00am and the wireless light was on yet the pump failed to record the volumes infused even though the pump was associated. "The pump reverted back to manual". There was no patient harm.